Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged particles in air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer also received new and relevant information on 01/10/2022, the patient also alleged that the backend of the unit was burned out, area where the filters placed gets hot and device had burning/smoke/electrical odor. As per device evaluation received on 12/03/2025: the remstar pro c-flex+ was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed ui (user interface) knob missing. Missing sd card cover. Missing air inlet filter. The air outlet port had dust-like contamination in it. Air inlet had brown dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Unknown black contamination inconsistent with degraded sound abatement foam inside the blower box and blower motor. Bottom enclosure had dust-like contamination in it. Air inlet seal had browned and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.